Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 33 mmol/l at the time of incident. Customer stated insulin pump was not delivering any insulin. Customer reported that they had tried delivering insulin with the insulin pump, but was not saw any insulin come out of the tubing. Customer stated that they did complete the rewound and priming process, but sound was unsure. Customer treated with manual bolus and insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.